Event description:
A customer reported intermittent cartridge alarm 20 issues. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issues either by loading a new cartridge or reloading the existing cartridge to successfully resume insulin therapy, and the issue was resolved.